Event description:
Customer reports to have experienced button anomaly. Customer states insulin pump was wet briefly in the sink and as a result, buttons are sticking. Customer's blood glucose was 360 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).